Event description:
It was reported prior to use of bd vacutainer® buffered sodium citrate 0.3ml - 0.109m, foreign matter(fm) was found between the walls in one tube. There was no health impact or consequences reported.

Manufacturer narrative:
E1.initial reporter addr 1:(B)(4). Investigation summary: 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter(fm) was observed: there is a yellow particle in the bottom of the tube. Customer sample could not be returned as it was contaminated and could not be decontaminated in order to send for investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode fm. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
The following field has been updated with additional information: e1. Initial reporter facility name: (B)(6) hospital.

Event description:
It was reported prior to use of bd vacutainer® buffered sodium citrate 0.3ml - 0.109m, foreign matter(fm) was found between the walls in one tube. There was no health impact or consequences reported.